Event description:
During the first pump refill, the estimated reservoir volume was 6ml and the actual was 22ml. The hcp reported that no alarms were occurring and the telemetry logs showed no motor stall.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the patient reported that the pump never worked. The patient went back one month after implant and "all the medication they put in the pump was still there", so they replaced the pump. The device system was delivering clonidine, bupivacaine, and dilaudid. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). The previously reported patient code no longer applies.

Event description:
Additional information received reported that the pump "didn't work at all." They reportedly had cut her oral medications in half after the pump, and the patient noticed right away they were ill, and went back a month later and all the medication was in it. They were scheduled for pump replacement because the pump was not functioning. The pump was reported to have also contained morphine.